Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. In a separate visit the lens was exchanged for a longer length lens and the problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
Claim# (B)(4).